Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The chronic totally occluded target lesion was located in the moderately tortuous and severely calcified left posterior tibial artery (pta). After a non-bsc guide wire crossed the lesion, a 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, during first inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another 1.5mm x 20mm x 143cm coyote¿ es balloon catheter. There were no patient complications nor injuries reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that no segment of the balloon detached inside the patient after the balloon ruptured.